Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found that the sensor was broken near the sensor base. The broken part of the sensor is still attached to the sensor base and it is unable to confirm if the customer received the sensor damage due to customer returning the opened and used sensor.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the needle bulb was extracted but the electrode of the sensor was tangled. Customer advised as a result the electrode was dislocated to the other side. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.